Event description:
A healthcare professional reported that during a procedure, a needle detached from a luer lock syringe causing an iris injury with bleeding and temporary displacement of an intraocular lens (iol) implant in the anterior chamber. Additional information has been requested.

Manufacturer narrative:
The customer did not return a sample for evaluation. A device history review showed no abnormalities. Also, no remarks related to these items were made during the manufacturing process. Because no sample is available it is not possible to investigate the complaint furthermore. The root cause could not be determined. (B)(4).